Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was flashing for 1-2 seconds after the customer pressed the wake button. Reportedly, the display issue did not block any of the graphics or text. Customer's blood glucose level was 248 mg/dl. Customer would continue to use the pump for insulin therapy.